Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide corrections to h6 to code for the excessive stress to the output socket, the protection contacts being able to be simply pressed in, and the side switch pressing issue. It is possible that the b30 scope communication failure was caused by corrosion of the output connector.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned. Based on the results of the investigation, the phenomenon, ¿b30 error¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Additional inspection findings were as follows: the output connector was broken and cannot be connected due to excessive stress to the output socket. Rust was found on the connection socket, and due to corrosion in the output socket, the s-connector cannot be connected securely. The protection contacts can simply be pressed in, and the scope detection jumps over (high mode not possible). Due to poor contact of the lamp, the light was poor. The xenon lamp was found to be from a third party, and the new olympus lamp was offered. The front panel was broken. The chassis was depressed and the bottom plate was bent with the base broken. The fan was found broken with an unusual sound heard. The pump was found worn out with dropped pressure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.